Manufacturer narrative:
(B)(4): wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. The patient experienced wound dehiscence on (B)(6) 2012. The patient had to be returned to the operating room where the wound was cleansed and resutured. No additional information has been provided.